Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The fresenius hd machine alarmed appropriately with a blood leak alarm and treatment stopped. Blood leak test strips were used and tested positive for the presence of blood. The leak was also confirmed to be internal and visually observed in the dialysate within the dialyzer. Additional information was requested, however, to date a response has not been received. The initial report made to fresenius does not indicate that the patient experienced an injury, adverse event, or required medical intervention as a result of the blood leak. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.